Event description:
Customer reports meter was not displaying error message e22 while using the compact plus system. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.